Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed the housing is damaged and the pump is contaminated. The device was not observed to be blocked. Functional inspection was performed and showed the device could not generate and control negative pressure because the vacuum motor is defective. The root cause is determined to vacuum motor failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go unist is blocked. During service evaluation the device was found unable to generate and control negative pressure. No patient was involved.